Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient initials (B)(6). Device is an instrument and neither implanted nor explanted. Subject device has been received. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one straight tip star-driver shaft part 03.632.401 (lot# 7663301) was received. This instrument is part of the matrix spine systems. The applicable technique guides and related literature reviewed. No current matrix technique guide includes this device however this is included on addition literature for degenerative and deformity and it is indicated for final tightening and loosening of locking caps. The matrix spine system includes several alternative matrix t25 drivers besides the device reported however the addition literature refer only selected alternative drivers based on compatible functionality: 03.632.002, 03.632.072, 03.632.400 and 03.632.401. A warning note is included to use a calibrated 10nm torque limiting handle for tightening or loosening locking caps. Upon inspection of received driver shaft, the reported broken condition is confirmed. The distal tip was received fractured. The liberated portion was not returned. Evidence suggest this failure may have caused by excessive torque applied; the fracture seen is consistent with laboratory testing previously conducted which demonstrates that yielding occurred at approximately 15nm and shearing occurred at greater than or equal to 20nm. It is likely that either the 10nm torque limiting handle was out of calibration or it was not used while trying to loosen a locking cap. However this is not clear as further information was not provided whether the torque limiting was used or not. A review of the applicable tabulated driver drawing was performed. This drawing call out the appropriated dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. The locking cap (04.632.000) dictates the use of this device. In conclusion, the reported complaint condition was confirmed however the design of reported device was found to be adequate for its intended use and did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon was performing a posterior lumbar fusion (plf) at levels l4-s1, he had issues with a straight driver when he attempted to loosen the locking cap. The tip of the straight driver broke off while cranking down on the cap. After tightening the locking cap the surgeon elected to remove and replace it. The surgeon was easily able to remove the broken tip and locking cap. There were two other t-handle drivers used, both became warped while attempting to remove the locking cap but neither of the two t-handle drivers meet a reportable event. The procedure was completed successfully without delay and without any patient harm reported. This is report 1 of 1 for com-(B)(4).